Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 1/25/2010 and was last repaired on 11/14/2012 for a non-related issue. Customer is a cadaver tissue bank which experiences heavy usage of devices. Eval of the device observed that the roller gear, side plates, roller, ratchet gear and comb were damaged. Prior to repair the device could not be checked for calibration due to the damage to the comb and gear. The customer included two cutters. Cutter eval demonstrated that 1.5:1 cutter produced an unacceptable test mean and 2:1 cutter produced an acceptable test mesh. The cause is likely the user not maintaining the device per proper of handling. The device was serviced and returned to the customer.

Event description:
It was reported that the gears were damaged on the zimmer skin graft mesher. Eval of the device also identified that the comb was damaged. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.